Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and pacing inhibition on the right ventricular channel. Additionally, low out of range shock and pacing impedance measurements were also observed. The patient was hospitalized for decompensation and was examined. It was determined that the decompensation was due to fluid behind the lungs which occurred due to a change in patient condition. The increase in fluid led to the heart being in close contact to the diaphragm and leading to the previously mentioned issues with the system. It was decided to turn therapy off and keep the patient hospitalized under cardiac care for a reassessment in the near future. At this time, this device remains implanted. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and pacing inhibition on the right ventricular channel. Additionally, low out of range shock and pacing impedance measurements were also observed. The patient was hospitalized for decompensation and was examined. It was determined that the decompensation was due to fluid behind the lungs which occurred due to a change in patient condition. The increase in fluid led to the heart being in close contact to the diaphragm and leading to the previously mentioned issues with the system. It was decided to turn therapy off and keep the patient hospitalized under cardiac care for a reassessment in the near future. At this time, this device remains implanted. No further adverse patient effects were reported.